Manufacturer narrative:
(B)(4). Batch # t94a9j. A manufacturing record evaluation was performed for the finished device lot /batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed and failed to close the clips. The procedure was completed with a like device and there were no patient consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch post were found to be bent, which suggests that a premature lockout occurred, leading to the incident reported. No conclusion could be reached as to what may have caused the damage on the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.